Manufacturer narrative:
On 7/12/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a crease was observed on the anterior view. Leak testing revealed a tear within the crease noted in the anterior aspect measuring approximately less than 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/19/2019, mentor became aware that the manufacturing date per the manufacturing record evaluation (mre) was erroneously excluded from the initial report submitted on 6/19/2019. Per the manufacturing date, the date of implantation provided, 2013, was updated to (B)(6) 2004, as the best estimate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture concomitant products: 275cc mentor memorygel breast implant, catalog: 3507275bc, lot: 243875, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with two 275cc mentor memorygel breast implants, suffered left breast capsular contracture baker grade IV post-operatively. During replacement surgery on (B)(6) 2019, it was also discovered that the left breast implant had ruptured. As a result, the patient underwent bilateral removal and replacement with two 295cc mentor memorygel breast implants.